Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix stent preloaded on a naviflex biliary delivery system was implanted in the duodenum during a stenting procedure in a patient (index procedure date, patient age, sex, and weight are unknown). During the scheduled removal (event date unknown) of the advanix biliary stent, a perforation was noted on the opposing wall of the duodenum where the patient had the stent implanted. The stent was removed and no medical intervention was required for the perforation. The patient was reported to be in stable condition after the procedure.